Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pretesting, it was observed that the broach adapter device did not hold the broach and the locking latch would unlock while in use with the impactor. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction data: the date the device was returned for evaluation was reported as jan 11, 2019 in the initial medwatch. The correct date is jan 06, 2019. The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the adapter device was non-functioning because it was not locking securely, the adapter no longer held the broach securely due to wear of joints from the locking mechanism. It was also observed that the adapter had exceeded its life expectancy. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.